Event description:
It was reported, there was a revision. The patient had a second surgery on (B)(6) 2012 to reposition the wires. It was noted, the health care professional had thought the wires had slid out of place and had told the patient that this could happen. It was noted, the patient had spinal stenosis, bulging disks and arthritis which were the reasons for getting the implant. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3778-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead. (B)(4).